Event description:
During bronchoscopy, the suction ports are falling apart and need to be removed from the scope. This has happened multiple times with different lot numbers. The valves are breaking off at the stem.